Event description:
It was reported via a maude report that at 16:47 the pt underwent placement of an intra-aortic balloon (iab) and it was functioning well at that time. The pt was transferred to the cardiac intensive care unit (cicu) for further recovery. The device evidenced properly until 5:30, when it began alarming. A physician assessed the pt and noted no blood in the catheter and good blood pressure augmentation, despite problems obtaining a reading from the transducer at the tip of the catheter. At 0830, that morning, the catheter was re-assessed by the oncoming cardiology fellows and blood was noted in the tubing. The catheter was removed and a fracture of the tubing inside the balloon was noted. The balloon itself appeared intact. This pt was admitted with late presentation acute myocardial infarction, complicated by a ventricular septal defect, with very poor prognosis. He underwent a cardiac catheterization, which showed a completely occluded left anterior descending artery and placement of an intra-aortic balloon pump (iabp). Additionally, the pt evidenced some respiratory distress during the procedure and was intubated. Following the procedure the pt was transferred to the cicu on pressor therapy also with the iabp. The pt's surrogate, his son, refused surgery and due to the pt's poor prognosis, a do not resuscitate order was effectuated at 22:41. The pt blood pressure was maintained with the pressors following the removal of the iab. The pt prognosis remained poor and at the request of the family he was palliatively extubated and expired that day.

Manufacturer narrative:
(B)(4). Sample will not be returned fro evaluation.